Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient sustained a large pelvic abscess which required her to have additional hospitalized after a da vinci si hysterectomy procedure with right salpingo-oophorectomy.

Event description:
As part of a legal mediation effort, on july 25th, 2013, intuitive surgical, inc. (Isi) received information including medical records of a patient that underwent a da vinci si hysterectomy procedure with right salpingo-oophorectomy procedure on (B)(6) 2010. The patient was diagnosed with a large 16 week sized fibroid uterus and right ovarian adhesions to the uterus. The da vinci hysterectomy procedure with right salpingo-oophorectomy was completed as planned and the patient was placed in the recovery room in satisfactory condition. The patient's postoperative course was significant for development of anemia, which required a transfusion of two units of packed cells. The patient was discharged as planned. On (B)(6) 2010 the patient was re-admitted to the hospital experiencing a low grade fever, nausea, vomiting, abdominal pain and a feeling of malaise. Upon evaluation the patient was found to have developed a fluid collection in her pelvis and underwent a CT guided percutaneous drainage of the collection on (B)(6) 2010. Approximately 16 ml of dark bloody serosanguinous fluid was removed. The CT scan also revealed that the patient's sigmoid colon has pericolonic inflammation. An x-ray of the patient's abdomen was performed on (B)(6) 2010 to confirm that the inflammation and fluid had ceased. The patient was discharged on (B)(6) 2010 and prescribed antibiotics.